Manufacturer narrative:
No product has been returned for evaluation as no product malfunction was alleged. Labeling review: potential adverse events and complications: "as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: loss of sensory and/or motor function." Product not returned.

Event description:
On (B)(6) 2017 patient underwent an extreme lateral interbody fusion and transforaminal lumbar interbody fusion. On (B)(6) 2017 during a follow up visit the patient reported a development of foot drop on their right side. On (B)(6) 2017, patient underwent an exploration procedure of the fusion, and a redo of the right side l4-5 microdiscectomy, and a l5-s1 transforaminal decompression.